Event description:
Approx five hours after intubation chest x-ray showed left lung atelectasis. Pt underwent bronchoscopy and right mainstream intubation was diagnosed. The tube was pulled back and left lung reinflated. The device has not been returned for investigation. If further info is obtained a f/u report will bi filed.